Manufacturer narrative:
Method: visual inspection; functional inspection; device history review; complaint history review; risk assessment;results: no relevant issues were found in the manufacturing records of the device lot that may have contributed to the reported event. The anchor c surgical technique states that use of a free hand technique is strongly discouraged and use of the guide/inserter tip is required. Conclusion: the plausible root cause is multifactorial.

Event description:
It was reported that; anchor c screws had locking rings bend on one and break on another.

Event description:
It was reported that; anchor c screws had locking rings bend on one and break on another.